Event description:
Additional information was received. A replacement procedure was performed. This device was removed, replaced and returned for analysis.

Event description:
Boston scientific received information that during a follow up visit, this device displayed a low voltage fault alert code. An internal technical service consultant was contacted regarding remaining longevity. Ts reviewed a save to disk and confirmed the low voltage alert. Device replacement was recommended as the device is malfunctioning. This information has been provided to the physician. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this device remains implanted. When the device has been replaced and returned for analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant 2.957 was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.